Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right sider rupture and "radial folds" and "breast pain." The device has been removed.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, pain and crease folding of implant was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Crease folding of implant: no observed no additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right sider rupture and "radial folds" and "breast pain." The device has been removed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/mar/2024.

Event description:
Healthcare professional reported right sider rupture and "radial folds" and "breast pain." The device has been removed.